Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode and the shock therapy was ineffective. Therefore rv lead was repositioned and tested with resulting ineffective shock therapy. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead connector was damaged. The lead distal end electrodes were damaged covered in blood and the sleeve-head was pulled/stretched/overstress. The lead had apparent explant damage. (B)(4).